Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during installation, the cardiosave intra-aortic balloon pump (iabp) failed pim test, tried test 4 times and failed each time. There was no patient invovlement.

Manufacturer narrative:
Updated fields: h6 (investigation type, investigation findings, component codes & investigation conclusions). Corrected fields: e1 (initial report & event site email), h6 (problem code). The getinge field service engineer (fse) that discovered the issue replaced the safety disk and was able to successfully pass pim test. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. Unit is cleared for use and put into service. The removed safety disk was returned to the failure analysis and testing department(fat) for investigation. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. The fat dept. Performed the pim test. The safety disk passed all pim tests. The fat dept. Could not replicate the failure of the pim test failing. The safety disk passed testing. Retaining the safety disk in the fat dept. Per procedure.

Event description:
It was reported that during installation by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) failed pim test, tried test 4 times and failed each time. There was no patient invovlement.